Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The custmer reported a loss of caregroup alarming. The issue is considered to have been found during patient monitoring. There was no report of patient injury or harm.